Event description:
During a remote follow-up, post-paced t-wave oversensing and fusion were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable and will continue to be monitored.